Manufacturer narrative:
Exact date of event is unknown, therefore, it is approximated.

Event description:
It was reported that pericarditis occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure without incident. An unknown amount of time after the patient was discharged home, they experienced symptoms associated with pericarditis. The patient was treated for a pericarditis with medication and their symptoms improved. The patient is doing well.